Manufacturer narrative:
Unk as not provided by reporter. Endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
A (B)(6) male pt underwent the first aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for the procedure. The physician placed a main body and to iliac leg grafts. At the follow-up (date unk), distal type I endoleak from contralateral side was found by follow-up CT. The angiography revealed the endoleak clearly. To resolve the endoleak, the right iia was coil-embolized and an iliac leg graft was placed additionally to the right side. The endoleak was solved by this. There has been no pt outcome provided after the operation.